Event description:
Patient seen by me at (B)(6) for annual dental exam. She reports undergoing direct to consumer orthodontic alignment therapy through smile direct club. She reports being on the last week of a 4 month treatment plan. I noted with her occlusion (bite) that she is only contacting on her anterior teeth with no posterior teeth contacting. The patient reported that all of her back teeth did contact prior to initiating the aligner therapy. If left in this condition, she will experience significant loss of function (inability to chew food), and she is at risk for potential bone loss around her anterior teeth which could in turn lead to premature tooth loss. Furthermore, with the current state of malocclusion it could lead to temporomandibular joint (tmj) disorders.